Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump might have been exposed to moisture and the display went blank. The customer stated that after the set change, she went to bolus and the screen went into a mode and then blank. The customer was unable to troubleshoot at the time and called a few hours later. She explained that she found water underneath the lcd screen but she was unaware of how the insulin pump was exposed to moisture. Blood glucose value was 197 mg/dl. . Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.